Event description:
The manufacturer received information alleging the machine when turned on kept flashing and won't work, became dark and started to smell like electrical burning odor. The device was returned to the manufacturer's product investigation laboratory for investigation. Using the power supply and power cord returned with the device, pil was able to confirm the device would not power on due to thermal damage to the pca for which it was not able to retrieve the error logs. An external and internal inspection of the device found dust like contaminate on the water tank, exterior and interior of the ui bezel, exterior and interior of the top enclosure, inlet/outlet seal, exterior and interior of the center enclosure, exterior and interior of the iso port, blower motor, interior of the blower box, heater plate, heater plate spring, and the exterior and interior of the bottom enclosure. Hairlike fibers on the exterior and interior of the top enclosure, inlet/outlet seal, heater plate, and the interior of the bottom enclosure. Potential liquid ingress with a white powdery substance consistent with mineral deposits on the interior of the water tank lid, water tank seal, water tank, interior of the ui bezel, exterior of the top enclosure, interior of the center enclosure, interior of the iso port, blower motor, interior of the blower box, heater plate, interior of the bottom enclosure, and on the pca (q4 and surrounding areas). Potential burn marks on the interior of the ui bezel, ui bezel ribbon cable, exterior and interior of the iso port, and the pca (q4 with potential corrosion in multiple areas of the pca). The water tank was potentially over filled due to the water line on the water tank. The air inlet of the blower box had a heavy dirt presence which suggests the filters were not being used. The investigation was able to confirm the complaint of the device stopped working and an electrical burning odor. Additionally, the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.